Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while trying to intubate a patient, the tube was noted to be split/broken and they were not able to get a proper seal. It was reported that the patient was re-intubated. It was reported that later at an unspecified date and time the patient died, however it is unknown if the device contributed to the patient death. Medtronic is requesting additional information regarding the circumstances of the event.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. Visual inspection was performed and it was observed the returned tube was missing the 15mm connector. However, no slits or breakage were observed in the returned endotracheal tube; all the components were assembled according to manufacturing process. An inflation/deflation test was performed and no failure mode was observed in the received sample. Device history record was not reviewed since the customer was not able to provide the lot number. Additional investigation into the patient risk determined the device was not a contributing factor to the patient death. We are unable to determine the cause for this specific event however; manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while trying to intubate a patient, the tube was noted to be split/broken and they were not able to get a proper seal. It was reported that the patient was re-intubated.